Event description:
Initial troponin t stat result of 0.296 ng/ml was repeated and recovered <0.010 ng/ml. Incorrect result was not used to provide pt treatment. Field service rep ran the am and tsh performance tests but could not duplicate the problem.